Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that lead, for reasons unknown, was pulled down out of its original position. The patient had loss of coverage by their spinal cord stimulator system. Reprogramming was attempted without success. The lead was revised and the old lead was replaced. The issue was resolved. No further complications were reported/anticipated. The indication for implant was cervical radiculopathy and spinal pain.